Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error and data alert issues were verified, but the touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that the pump indicated a data log corruption. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 400 mg/dl. It was also reported that the pump touch screen was delayed in responding to presses. Reportedly, customer continued using pump for insulin therapy.